Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor triggered the threshold suspend when the sensor glucose was 7 mmol/l and blood glucose was 16 mmol/l. Sensor alarmed a change sensor alarm. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.